Manufacturer narrative:
This is two of two manufacturer reports being submitted for this case. This case represents the sheath used during the procedure. Please reference related manufacturer report number 2015691-2020-14284. No photographs, videos, or imagery were provided for the evaluation. The sheath was returned to edwards lifesciences for evaluation. During visual inspection it was observed the esheath liner was expanded as designed. The sheath liner was circumferentially delaminated at the sheath distal tip, 1.5 inches in length. The liner folded in at the distal tip, but the c-marker band is present. There were scratches near distal end of the sheath. There was a minor kink 1 inch from the distal tip. Due to nature of the complaint, no applicable dimensional inspection or functional testing was performed. The complaint is confirmed through visual inspection of returned device. DHR review did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review revealed one other similar complaint, but no manufacturing non-conformances were identified. A review of complaint history on confirmed device complaints (returned and no product returned) from november 2019 to october 2020 revealed other similar complaints, but no manufacturing non-conformances were identified. The IFU, device preparation training manual, and procedural training manual were reviewed for instructions/guidance for preparation and use of the devices. Per the procedural training manual, system advancement force best practices: the following best practices may be considered for a thv procedure at the physician¿s discretion. Additional considerations should be made for the presence of tortuous anatomy, small vessel diameters and/or calcification. Utilize proper crimp technique by performing 3x crimp for 5 seconds every time. This ensures the appropriate crimp profile for the valve to be inserted through the sheath without adding to system advancement force. An additional dilator is included with the system for vessel dilation as needed. Insert the sheath with the edwards logo facing upward so the seam remains down to ensure proper sheath performance. System advancement force can vary due to angle of access and insertion, vessel diameter, tortuosity and degree of calcification. Perform shallow stick/puncture so that sheath is parallel to leg. Use short movements and push delivery system closer to sheath hub. If system advancement force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. Delivery system insertion through sheath: correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over-manipulate the sheath at any time. Caution: the thv should not be advanced through the sheath if the sheath tip is not above the renal arteries. Balloon burst: if delivery system balloon bursts or leaks during deployment without thv embolization: do not use excessive force. Take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath). Maintain guidewire position. Check for pv leaks under echo. If post-dilation needed, use a new delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization. Balloon burst: if a balloon burst is suspected, do not attempt to pull back the delivery system into the sheath until you are prepared to conduct the following steps: attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If successful in pulling the entire balloon and delivery system tip into the tip of the sheath, withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position.do not attempt to pull the delivery system through the remaining length of the sheath. If unable to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the entire peripheral vasculature, as there is risk of major complications. Conversion to surgery is recommended to remove the system and a surgeon should be in a position to be able to evaluate the situation. Based on a medical assessment of the size, tortuosity, and extent of calcification of the peripheral vessels, evaluate the risks and tradeoffs of carefully withdrawing the system into a more peripheral anatomy in order to allow a more localized surgical procedure. Consider use of an occlusion balloon to mitigate bleeding risks, especially if there is resistance encountered during withdrawal. If resistance is unacceptably high, convert to surgery rather than using excessive force to pull the sheath/delivery system to a different position. O ensure the valve is well opposed. If it is not, you must post dilate immediately with another balloon or delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization. No IFU/training deficiencies were identified. During manufacturing, the esheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that manufacturing non-conformances contributed to the reported events. The complaints were confirmed upon visual inspection of the returned device. However, no manufacturing non-conformances were identified in the returned sample. A review of DHR, lot history, complaint history, and manufacturing mitigations supported that a manufacturing non-conformance likely did not contribute to the reported events. A review of IFU/training materials revealed no deficiencies. Furthermore, as there was no note of abnormalities during device preparation, it is unlikely that the sheath distal tip liner delamination was present out of the box. Per the report, it was difficult to get through the esheath due to calcification. Per the training manual, ¿push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification¿. Heavy calcification within the patient¿s vasculature was noted. Additionally, the returned device revealed scratches along the shaft near the distal tip, which is indicative of vessel calcification. Calcification can prevent the sheath from fully expanding, increasing the necessary push force to advance the delivery system through the sheath. As such, available information suggests that patient factors (calcification) may have contributed to the reported event. Per the report, the balloon burst when the valve was fully deployed. In such events, potential difficulty in withdrawing the delivery system into the sheath can increase, as the altered balloon profile can get caught on the distal tip of sheath. Attempts to retract the delivery system back into the sheath in such a condition may lead to delamination and folding of the liner near the distal tip. While a definitive root cause is unable to be determined, available information suggests that procedural factors (withdrawal of a burst balloon) may have contributed to the reported event. The complaint for ¿sheath shaft ¿ resistance with delivery system, bc¿ was confirmed. However, no manufacturing nonconformance were identified during evaluation. Although a definitive root cause is unable to be determined, available information suggests that patient factors (calcification) may have contributed to the reported event. No manufacturing non-conformances or IFU/training/labeling deficiencies were identified during evaluation; therefore, no corrective or preventative actions are required. A product risk assessment (pra) was previously initiated. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. The complaint for ¿sheath distal tip ¿ liner delamination¿ was confirmed. However, no manufacturing nonconformance were identified during evaluation. While a definitive root cause is unable to be determined, available information suggests that and procedural factors (withdrawal of a burst balloon) may have contributed to the reported event. Since no manufacturing non-conformances, labeling, training, or IFU deficiencies were identified, no corrective and preventative action, nor risk assessment is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
UDI number: (B)(4). This is one of two manufacturer reports being submitted for this case. This report represents the sheath used in the case. Please reference related manufacturer report 2015691-2020-14284. The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during implant of a 26 mm sapien 3 ultra valve in the aortic position by transfemoral approach, there was difficulty advancing the valve and delivery system through the esheath due to calcification. There was also difficulty crossing the heavily calcified native aortic valve. More push force than usual was required to cross the native valve and position the sapien 3 ultra valve. During valve positioning, the valve ¿jumped¿ into the ventricle as it crossed the native valve. The valve position was corrected and the valve was deployed. However at full inflation, the balloon burst. There was no pvl and the valve implanted as intended. The balloon was able to be withdrawn through esheath without difficulty. The patient outcome was good. Per pre-decontamination evaluation observations, full circumferential delamination of the sheath liner at 1.5" from the distal tip, 1.5" in length was observed. The liner was expanded as designed, the liner was folded in at distal tip, and the c marker band present.